Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient did not think that their therapy was working since (B)(6) 2018, they stated for about a day. Troubleshooting found that stimulation was off, but the patient thought it was on. It was reviewed that it needed to be on to be effective. Stimulation was turned back on and the patient was able to feel it in the correct area, noting that the issue was resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When asked about what led to the therapy not working and the stimulation being off, it was reported that somehow the device was turned off. No further patient complications are anticipated or expected as a result of this event.